Event description:
The customer reported that erroneous potassium (k) and sodium patient results were generated from an au600 clinical chemistry analyzer for multiple patients over two days. The customer indicated that the event began in the evening and continued into the following day. This report represents the erroneous potassium results generated for three patients on (B)(6) 2012. Beckman coulter inc. Assessment of customer supplied data indicated that two of the patient's possessed erroneously elevated initial k results, while the one patient possessed an erroneously low k result. No erroneous sodium results were generated. Upon repeat on the same and/or alternate instrument, repeat k results were recovered that were within the normal reference range for all three patients. The erroneous k results were not reported outside of the laboratory and hence, there was no death, serious injury or modification to patient treatment associated or attributed to this event. The customer gave no indication that quality control values were affected by this event. The customer provided a calibration slope history and selectivity check history. Beckman coulter inc. Review of this information indicated unremarkable results. The samples were plasma samples collected in lithium heparin tubes.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) identified that there was no continuous flow of reference solution. The fse replaced the reference valve and performed preventive maintenance activities which included replacing the roller tubing and pinch tubing. Upon completion of the repairs the fse performed calibration and quality control activities and returned the instrument back into operation. This event was caused by a reference valve failure. Associated mdrs: 2050012-2012-01674, 2050012-2012-01692.